Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were other and movement disorders. Following a catheter revision [see manufacturer report # 3004209178-2016-18054] the patient stated "now it looks like I'm getting too much medication." The patient reported on (B)(6) 2016 his "torso and legs went immediately" and then their arms went weak. The patient fell trying to get to the bathroom. On (B)(6) 2016 the patient's home health person stated that the patient has "a lung issue and breathing is not right." The patient sees their primary care physician (pcp) (B)(6) 2016 in the am and had a refill this week or next week. Since the revision the patient's had ribcage pain on the right side and had to take morphine to sleep. The patient stated that the home health agency was sending a pt (physical therapist) out to help strengthen the patient's body. The patient planned to discuss concerns with their primary care physician (pcp) and also the refill healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient had trouble getting their pump adjusted. The patient researched the side effects of too much baclofen, and part of it was seizure activity. The patient spoke with their healthcare provider who stated that it couldn't be the baclofen, and instead stated it could be orthostatic hypertension. The patient went to a heart specialist who did an EKG and they said the patient's heart was just fine. The patient believed their doctor was in denial of the dose being too high. It was reported this started in (B)(6) 2016. No further complications were anticipated/reported.